Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were high impedance values for all electrode 8 pairs. No symptoms were reported. Additional information was received. Out of range impedances were reported. For (B)(6) 2021 device report: impedance value for all electrode 8 pairs: (B)(6) actions taken and outcome were unknown at the time. Additional information from the manufacturing indicated that the cause of the high impedances were unknown, and it is unknown if adequate therapy was achieved for the patient.